Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was showing an invalid instrument code was confirmed. It was found that the 8 way socket assembly was corroded. Also the mounting foot was found to be missing. A software and hardware upgrade was performed, the corroded socket along with the missing foot were replaced and the device was re-skinned for cosmetic reasons. The device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corroded connector. This would have caused the device to display the error code. The missing foot is most likely a result of user mishandling of the device. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
As reported by the sales rep via phone, during a shoulder surgery, the vapr vue generator was showing an invalid instrument code. The case was completed using the device with no delay and no patient consequence.